Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), the iab catheter was unable to pass through the guidewire. The iab was replaced to continue therapy. There was no reported patient injury.